Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity." Number 15 states 'postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient allegations of pain, falls, and implant loosening approximately nine months post-implantation; however, there has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.